Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The drive support cap was normal. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump was exposed to high magnetic environment. Customer was able to clear alarm and insulin pump was rewind. The device will be returned for analysis.